Event description:
It was reported that anti-tachycardia pacing (atp) and shock therapy was delivered to convert the patients arrhythmia. On review of the stored electrogram (egm) a combination of rapidly conducted atrial fibrillation (af) and brief non-sustained ventricular tachycardia (nsvt) was observed. The ventricular rate during atrial fibrillation (af) increased to greater then 200 beats per minute (bpm) (ventricular fibrillation (vf) zone) and the treatment criteria was met. In addition, another atp therapy was delivered and converted a true ventricular arrhythmia and this was sent to the physician for review. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
Investigation summary with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review there was no evidence that the device was used contrary to product labeling. A risk review was completed and confirmed that the event of atp delivered when not required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the device complaint was a known inherent risk of the device.

Event description:
It was reported that anti-tachycardia pacing (atp) and shock therapy was delivered to convert the patients arrhythmia. On review of the stored electrogram (egm) a combination of rapidly conducted atrial fibrillation (af) and brief non-sustained ventricular tachycardia (nsvt) was observed. The ventricular rate during atrial fibrillation (af) increased to greater then 200 beats per minute (bpm) (ventricular fibrillation (vf) zone) and the treatment criteria was met. In addition, another atp therapy was delivered and converted a true ventricular arrhythmia and this was sent to the physician for review. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that anti-tachycardia pacing (atp) and shock therapy was delivered to convert the patients arrhythmia. On review of the stored electrogram (egm) a combination of rapidly conducted atrial fibrillation (af) and brief non-sustained ventricular tachycardia (nsvt) was observed. The ventricular rate during atrial fibrillation (af) increased to greater then 200 beats per minute (bpm) (ventricular fibrillation (vf) zone) and the treatment criteria was met. In addition, another atp therapy was delivered and converted a true ventricular arrhythmia and this was sent to the physician for review. No adverse patient effects were reported. The lead remains implanted. Additional information noted that this patient received another inappropriate shock. A review of the episode showed an atrial arrythmia in progress. Ts further reviewed the stored electrogram (egm) and noted periods of irregular and regular tachycardia. The first episode resulted in 41 j shock termination the atrial arrhythmia while the second episode showed a successful termination of a ventricular arrhythmia with the atrial arrhythmia remaining in progress. The physician was going to review this further.1

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review: there was no evidence that the device was used contrary to product labeling. A risk review was completed and confirmed that the event of atp delivered when not required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the device complaint was a known inherent risk of the device.